Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, a new purge bag was hung, the prompts on the screen were followed. After spiking the device exhibited purge pressure low (red alarm). The customer checked for leaks, none located. The nurse spiked the bag more and then alarm stopped. Purge pressures were cycling between 200s-500s with purge flow stable.